Event description:
New information received indicates that programming changes were also made. There were no further episodes of significance post-discharge.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient had a ventricular fibrillation episode, device therapy was unable to convert the rhythm. It was noted that the patient was unwell during the episode and presented in the hospital. Medication changes were made. The device remains implanted. The patient was stable.